Event description:
It was reported that the patient became unconscious temporarily after emesis at home, and emergency admission occurred. At the time of admission there was no obvious neurological finding. Blood tests, computed tomography scans of the head, chest, and abdomen, electrocardiogram, and echocardiography were performed. Elevated creatinine and blood urea nitrogen levels were observed and there were no other abnormal findings. Electrocardiogram showed sinus rhythm, however non-sustained ventricular tachycardia (nsvt) could not be ruled out. Fluids were administered due to a diagnosis of dehydration. Improvement was observed. The causality to the device was noted as probable relevance. They were admitted from (B)(6) 2024 to (B)(6) 2025. There were no more episodes of loss of conscious or vomiting following the hospitalization. A ventricular tachycardia (vt) episode later occurred in (B)(6). MFR# 2916596-2025-03186 (vt episode in(B)(6))

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient may have sustained injuries during the neurological event. At admission the patient's creatinine was 1.7 and blood urea nitrogen (bun) was 32.9. The maximum values were creatinine at 2.12 and bun at 34.5 indicating the development of acute kidney injury. There were no abnormal findings noted on CT scan. A waveform resembling ventricular tachycardia (vt) was observed with a heart rate in the 200s that lasted for a few minutes. A decrease in pump flow was observed.